Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of non sustained lead noise was noted via a merlin.net transmission. The noise level was very low. All values for capture, sensing and impedance were within range and stable. The device was reprogrammed and the issue was resolved.